Event description:
It was reported that the patient's right ventricular lead had dislodged and was non functional. The lead was removed and replaced. The patient was stable throughout and experienced no ill effects prior, during, or after the procedure.